Manufacturer narrative:
Medical device lot #: 12097142 was reported, however, this is not a lot # manufactured for the reported catalog #. Medical device expiration date: unknown. Initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that while using bd max¿ enteric viral panel the customer received false positive results. This event occurred 1 time(s). There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "two materials were 'accidentally' judged well by us, because we inserted an extra rule, which caused us to give the material as negative, while the bd max gives a positive result. For a third material this rule was not correct. There the bd max did have the correct result.¿

Event description:
It was reported that while using bd max¿ enteric viral panel the customer received false positive results. This event occurred 1 time(s). There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "two materials were 'accidentally' judged well by us, because we inserted an extra rule, which caused us to give the material as negative, while the bd max gives a positive result. For a third material this rule was not correct. There the bd max did have the correct result.¿

Manufacturer narrative:
Investigation summary: the complaint investigation for discrepant results when using the bd max enteric viral panel (ref. 443985) lot 1209714 was performed by the review of the manufacturing records, analysis of the customer¿s data, retain material testing and verification of complaints history. Review of the manufacturing records of the bd max enteric viral panel indicated that lot 1209714 was manufactured according to specifications and met performance requirements. The retain material testing of bd max enteric viral panel from lot 1209714 confirmed that the reagents are performing as expected. Customer reported discrepant results with bd max¿ enteric viral panel kits from lots 1209714 for three samples. Customer provided database from ct0297 and run 3452 for investigation. The three discrepant results identified by customer are in run 3452, positions b3, a12 and b1. The first sample (b3) was a duplicate of one other sample (a11), known to be nov positive. However, the sample in b3 was negative. Manual pcr curve adjudication of the data revealed a late and low nov target positive result in a11. Low positive samples can occur due to viral titers in the specimen being at or near the limit of detection of the assay or through environmental or cross contamination introduced during the sample preparation at the customer¿s site. The most likely cause of the negative result in b3 is that the sample is near the limit of detection of the assay, which would explain the discrepancy between results in position a11 and b3. Based on the data and information provided, specimens at or near the assay limit of detection (lod) is the most likely causes to explain the customer¿s discrepant result. The second sample was in position a12 and got a sav target positive result. Manual pcr curve adjudication of this sample revealed step dislocations in all channels, resulting in a positive result for the sav target. However, it is unlikely that this result is a true positive result, although bd is unable to confirm the cause of this issue. The third sample (b1) was correctly reported by the bd max¿ instrument as sav positive. Manual pcr curve adjudication of this sample revealed true amplification without anomaly. There was no discrepancy or false result suspected of sample b1. Nevertheless, manual curve adjudication has limitations; visual examination of pcr curves for low signal and aberrant curve geometry is a conservative assessment of the data. Overall, based on the investigation, no reagents issue is suspected. There is no indication of a reagent issue based on the analysis of the complaints received for discrepant results on bd max enteric viral panel lot 1209714. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed.